Event description:
A consumer implanted for chronic low back pain reported the device was on the right side at one time, but there was too much scar tissue for it to be able to work on the right side. The battery was now implanted on the left side, but it wasn¿t working, meaning it wasn¿t able to lessen the pain on the right side so the consumer let the battery run out, and turned it off about seven months ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn't use their stimulation any longer.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.